Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported impedance issue was not able to be confirmed. Visual inspection of the lead found it was cut during the explant procedure and only the paddle section of the lead was returned. Analysis of the paddle did not identify any broken wires and when a continuity check, from the contacts to corresponding bare wires, was performed no opens were found. However, as stated parts of the lead were cut off and not returned for analysis.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number: (B)(4). During processing of this complaint, attempts were made to obtain implanting physician's name. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 9-16. Surgical intervention was undertaken during which, it was noticed that the lead had disconnected. The lead was removed, cleaned and re-inserted. This resolved the impedance issue; however effective therapy was not restored. Additional surgical intervention may take place to address the issue.